Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reporter that a large volume infusor over infused solution. The reporter stated that the approximate infusion time was seven days and the infusion completed after five days. The device was filled with 1400mg of fluorouracil hs in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.